Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml the plunger would not move. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309657 batch no.: 9235070 it was reported that that syringe did not administer vaccine with maximum amount of pressure. Verbatim: when administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work. No vaccine given in first attempt. Removed needle from arm and attempted to push the vaccine out and it was still difficult.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml the plunger would not move. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309657, batch no.: 9235070. It was reported that that syringe did not administer vaccine with maximum amount of pressure. Verbatim: when administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work. No vaccine given in first attempt. Removed needle from arm and attempted to push the vaccine out and it was still difficult.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml the plunger would not move. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309657. Batch no.: 9235070. It was reported that that syringe did not administer vaccine with maximum amount of pressure. Verbatim: when administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work. No vaccine given in first attempt. Removed needle from arm and attempted to push the vaccine out and it was still difficult.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.